Event description:
Staff alleged during routine check they found that the bed would not send a nurse call. No injury reported.

Manufacturer narrative:
Technician alleged that during routine check he found that the bed would not send a nurse call. All other sidecom functions work. No relay when nurse call was pressed. Isolated the issue to power supply board not providing correct voltage for nurse call signal. Replaced power supply board to resolve this issue.